Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling, abscess, and hard are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: warnings ¿ treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks. Refer to the adverse events section for details. Precautions ¿ as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. ¿ patients may experience late onset nodules with use of dermal fillers, including juvéderm voluma® xc. Refer to adverse events section for details. Adverse events per tables 1 and 2: treatment site responses by maximum severity and duration occurring in > 5% of subjects after initial treatment, possible treatment site responses post injection with juvéderm voluma® xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. Postmarket surveillance juvéderm voluma® without lidocaine has been marketed outside the us since 2005, and juvéderm voluma® xc (also known as juvéderm voluma® with lidocaine) has been marketed outside the us since 2009 and in the us since 2013. The following aes were received from postmarket surveillance for juvéderm voluma® with and without lidocaine with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through postmarket surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, allergic reaction, abscess, paresthesia, vascular occlusion, drainage, necrosis, vision abnormalities, malaise, scarring, nausea, granuloma, deeper wrinkle, and dyspnea. Reported treatments include: antibiotics, steroids, antiseptic creams, hyaluronidase, anti-inflammatories, antihistamines, needle aspiration, eye drops, radio frequency therapy, hyperbaric oxygen treatment, laser treatment, ice, massage, warm compress, analgesics, anti-virals, ultrasound therapy, excision, drainage, and surgery.

Event description:
Healthcare professional reports injection in the "cheeks" and "all over the face" with one syringe of juvéderm voluma® xc. Approximately 4 weeks later, the patient had a facial. A week after the facial patient developed "swelling and an infection in the left cheek". A culture of the cheek was performed and the results were negative. The patient was seen by their primary care physician who provided antibiotics 3 weeks after symptom onset. About 2 weeks later, an abscess in the cheek was noticed. The cheek was drained the following day. Since having the cheek drained the patient reported the drainage site has become "hard" and desires to have the product dissolved. Symptoms are ongoing. The patient takes a "thyroid medication".